Event description:
Per the clinic, the patient experienced skin breakdown and wound dehiscence at the implant site (specific date not reported). Subsequently, the patient underwent silver nitrate cauterization on (B)(6) 2023, in order to close the wound. The patient was also treated with oral and topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023, and the patient was reimplanted with a new cochlear device during the same surgery. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on july 21, 2023.

Manufacturer narrative:
This report is submitted on april 27, 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains.